Manufacturer narrative:
S/v unknown. Unit was unable to perform the displacement or verify operating currents/display anomaly or verify software version due to severely corroded battery tube noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and broken battery tube threads.

Event description:
The customer reported via phone call that insulin pump had crack near battery compartment area. The patient¿s blood glucose level was unknown at the time of the incident. The alleged device is expected to be returned for analysis.